Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted with a non-mdt device for the endovascular treatment of a ulp thoracic aortic dissection on an unknown date.  It was reported on an unknown date follow up CT identified expansion of the descending aortic diameter in zone 3 were observed. A d-sine was diagnosed and a re-tevar was completed. As per the physician the cause of the d-sine is undetermined.  No additional clinical sequalae was provided and the patient will be monitored.